Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed message codes "error 46" and "error 53". The customer indicated that they will be checking the power supply and pacer/defibrillation boards. The complainant indicated that there was no pt involvement in the reported malfunction.